Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to report sensor issues on the insulin pump. Customer reported that the insulin pump alarmed multiple sensor alarms. Customer reported that there was an emergency room visit due to high blood glucose levels and ketones. Customer stated that she does not remember her blood glucose levels at the time of emergency room visit. Customer reported blood glucose levels ranging from 56 to 205 mg/dl. Customer was wearing the pump at the time of emergency room visit. Customer also reported that she was hospitalized a while back due to not being able to find a good site. Customer reported that she was also experiencing low blood glucose levels. Customer stated that the insulin pump alarmed threshold suspend. Customer was not able to complete troubleshooting at the time of the call. Therefore, the root cause of the customer's blood glucose issue could not be determined. Replacement product is being sent.